Event description:
Cw 1230it was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed the device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well. Per additional information received via follow-up on 17-oct-2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed, nurse had no additional information regarding either device or pad. All pads were disposed of and unavailable for return. Per additional information received via follow-up on 24-oct-2022, it was stated there was no issue with the device, the device was working fine. Stated that the device was not filled correctly at the time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well. Per additional information received via follow-up on (B)(6)2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed, nurse had no additional information regarding either device or pad. All pads were disposed of and unavailable for return. Per additional information received via follow-up on (B)(6)2022, it was stated there was no issue with the device, the device was working fine. Stated that the device was not filled correctly at the time.